Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0216038939, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-sep-29 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the pump was last filled on (B)(6) 2020. A few days later the patient's spasms had progressively increased with the same amount of spasticity one week later as before the pump was placed. On previous consultation, the prescribed pump flow was reassuring. The daily dose was increased to 136mcg/day, which was an increase of 10%. This had no effect. On (B)(6) 2020 a single therapeutic bolus of 30mcg was administered with limited effect. An x-ray was performed on that date and no kink/problems were identified. On (B)(6) 2020 a side-port aspiration was performed. It was noted that this was sterile. No cerebrospinal fluid (csf) could be aspirated. On (B)(6) 2020 it was noted that froin's syndrome was causing catheter obstructions. The catheter was replaced on that date and the event was considered resolved without sequelae. It was noted that the event resulted in a life-threatening illness/injury, resulted in medical/surgical intervention, and resulted in prolonged hospitalization. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Event description:
2020-10-02 e1 (for, hcp, sdy): the pump and catheter implant dates were provided.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# 0216038939 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.